Event description:
It was reported that during central processing, the user observed a damaged cable on the maryland bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event was found after reprocessing and the maryland bipolar forceps instrument was inspected for any damage prior to reprocessing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found conductor wire insulation damage near the end that attaches to the yaw pulley. Investigation also found that the wires were exposed. The mbf instrument passed the continuity test. The mbf was placed and driven on an in-house system and passed the recognition and engagement tests. The mbf instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The mbf instrument released energy normally, and there was no arcing that was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.